Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for elevated lactate dehydrogenase (ldh) levels above 1500 and was treated by the medical team. The patient's plasma free hemoglobin level peaked at 270. The elevated ldh was thought to be associated with pump thrombosis. Hemolysis and dark urine were noted. The patient's pump was exchanged on (B)(6) 2021 due to the event. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6). (B)(6) was returned assembled with the driveline (dl) cut approximately 1¿ from the pump housing and the distal end was not returned. The sealed inflow conduit (inlet extension, inflow conduit flex section, inlet elbow) was returned attached to the pump's inlet port. The apical sewing ring was returned detached from inlet extension. The sealed outflow graft was severed near its hardware and returned attached to the outflow elbow, which was attached to the pump's outlet port. Approximately 3.5" of additional outflow graft material was returned. The outflow graft bend relief was returned detached. The pump appeared to be exposed to a fixative. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Upon disassembly of the pump, examination of the proximal side of the outlet stator revealed a red/white, tissue-like thrombus formation surrounding the outlet bearing ball and extending into each of the three stator vanes. Its areas of denaturation suggest that this formation developed over an undetermined period of time while the vad was supporting the patient. Although its origin cannot be conclusively determined, the presence of contact marks on the outlet section of the rotor suggests that the deposition was present in the outlet stator for an extended period of time while the device was in operation. The evaluation could not determine a specific cause for the development of the observed thrombus formation or a duration of time for which it was present in the device. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient's elevated lactate dehydrogenase (ldh). No additional developed depositions or thrombus formations were observed during the examination of the pump¿s blood-contacting surfaces. The device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25feb2016. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. This section outlines indications of pump thrombosis as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.